Event description:
A customer reported that their pump screen was dark and would not turn on. The customer's blood glucose level was 7.1, which is within the normal range. Technical support instructed the customer to ensure the pump was not plugged into a power source and try turning it on by pressing firmly, which was unsuccessful until the pump was plugged in. The customer was able to access the pump features only while it was plugged in, prompting technical support to decide to replace the pump. In the meantime, the customer was advised to keep the pump plugged in to use the display and was informed on how to manage insulin delivery using multiple daily injections (mdi) until the replacement pump arrived. The customer was also guided on returning the malfunctioning pump and acknowledged the instructions.